Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® buffered trisodium citrate plus blood collection tube there was leakage between inner and outer tube which caused a blood to citrate ratio issue. The leakage event occurred 30 times. The blood ratio event occurred 30 times. The following information was provided by the initial reporter. The customer stated: "during use the blood between leaked between the inner and outer tube, which caused an incorrect ratio of blood and citrate."

Manufacturer narrative:
Investigation summary: mat: 363048. Lot: 2256240. Bd received one photograph from the customer in support of this complaint. An evaluation of the photograph attached shows a tube filled with blood which had leaked between the inner and outer tube. The issue of incorrect additive quantity was not observed from the photograph attached. Additionally,10 retained samples from the bd inventory were functionally tested and the issue of leakage was not observed. Furthermore, 100 retained samples were visually evaluated and did not confirm the reported issue of incorrect additive quantity. Bd was able to confirm the customer¿s indicated failure mode based on the photograph provided for tnt leaks; however, bd was unable to confirm incorrect additive quantity from the photograph provided. Bd was not able to identify a root cause for the indicated failure mode. There were no related quality notifications for tnt leaks. A quality notification for incorrect additive quantity was generated for lot number: 2256240 and all affected product was captured per procedure. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® buffered trisodium citrate plus blood collection tube there was leakage between inner and outer tube which caused a blood to citrate ratio issue. The leakage event occurred 30 times. The blood ratio event occurred 30 times. The following information was provided by the initial reporter. The customer stated: "during use the blood between leaked between the inner and outer tube, which caused an incorrect ratio of blood and citrate."